Manufacturer narrative:
The device has not been returned for evaluation; construct remains implanted. Pseudarthrosis has been noted at two of the three construct levels. Patient history is notable for lifestyle choices and post-operative care compliance. These may be contributors to the reported event. Labeling review: "...potential adverse events and complications: as with any major surgical procedures, there are risks involved in orthopedic surgery. Infrequent operative and postoperative complications that may result in the need for additional surgeries." "...potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s)." "...patients who smoke have been shown to have an increased incidence of pseudarthrosis."

Event description:
On (B)(6) 2015 a (B)(6) years old female patient underwent a 3 level procedure on c3 to c4 and c5 to c7. During a 3 month follow up appointment, it was discovered there was a possible loosening of the screws at c7. At the 12 month follow up it was confirmed that the screws loosened at c7 and showed inferior migration. The backed out screws remain in the patient. No revision is planned. No patient injury has been reported.